Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer representative on 2016-nov-17. The pump was returned with no additional information.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse lioresal 2000.0 mcg/ml at 710.0 mcg/day. During analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. Result code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, unknown dose, it was believed to be between 700 to 800 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. The event date was (B)(6) 2016. The patient showed up for a refill and the pump was alarming, there were no factors that may have led or contributed to the issue. The logs showed a stall, recovery and another stall that remained permanent. The patient did not have any magnetic resonance imaging (MRI). Surgical intervention occurred; it was noted that the replacement case started after 7p on (B)(6), the pump was explanted, replaced and would be returned to the manufacturer on (B)(6) 2016. There were no symptoms mentioned. At the time of this report, the issue was resolved, patient status was "alive - no injury", it was noted that patient was fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.